Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose around (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller reported unresponsive pump buttons. The caller alleged the pump was over delivering. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
It was reported that the doctor took of customer's insulin pump three weeks (B)(6). Customer has been off the insulin pump greater than 48 hours prior to emergency room visit.